Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Patient information (a2 field): year of birth: 1943.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The patient did not have a history of smoking or chronic obstructive pulmonary disease (copd). The biopsied lesion was 2.3 cm in size and located in the right lower lobe, 9 mm from the pleura. The pneumothorax was identified intra-procedurally via a 3d fluoroscopy spin and was 20% in size. The procedure was completed as expected and there were no issues with the ion system. The physician believed the radial ebus going through the ion channel caused the pneumothorax and not the ion system. A 12 french chest tube was placed and the patient was hospitalized for 48 hours then discharged home. The diagnosis from pathology was adenocarcinoma (malignant).